Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 was failed. The customer stated that device was not detected on bus, they rebooted and recovered the storage space, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020, and confirmed that this device was not previously returned for servicing and there were no production failures that correlated to the customer-reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 4 had failed and all pockets were off the bus. A field service engineer found that the module controller board had failed. The fse replaced the module controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.